Event description:
Infrasonics (nellcor puritan bennett/mallinckrodt) adultstar ventilator, went totally out without sounding any alarm or giving any warning of equipment shutdown. Respiratory therapist was there overseeing the ventilator use on the pt and took immediate action to bag the pt, so no adverse outcome resulted. Biomedical engineering impounded the equipment and thoroughly checked it, and found no explanation for the equipment shutdown. There was no record of and equipment alarm in the internal alarm record that the ventilator maintains. The MFR was notified, and brought into check equipment at a cost of #300 on 8/13/1998; and was unable to find any problem with the ventilator.